Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately one year and two months following the implant of the bioprosthetic transcatheter valve, the patient was admitted for a pulmonary embolism (pe). Symptoms of the pe were chest pain that radiated to neck/jaw and fatigue. During admission, an incidental finding of thin eccentric mural thrombus lining the proximal aspect of the aortic valve prosthesis was identified. Echocardiogram was performed and showed the valve was stable. The patient was on apixaban for six months for the pulmonary embolism. The thrombus was noted as not resolved. The physician indicated the thrombus was possibly related to the valve.

Manufacturer narrative:
Updated data: b5, b6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received the transcatheter aortic valve was implanted within the native valve. There were no other pre-existing coagulation or blood issues other than the previously reported baseline low hemoglobin. The thrombus was discovered on a computed tomography angiogram (cta). The valve gradients at the time the thrombus was detected measured a peak of 15 millimeters of mercury (mm hg) and a mean of 8 mmhg.

Manufacturer narrative:
Updated data: b4 - UDI h6 - annex b, annex c, annex d analysis/imaging: computed tomography (CT) imaging provided from approximately one year and two months following the implant of the bioprosthetic transcatheter valve. Suboptimal image quality was observed due to noise artifact and slice misregistration. Implant depth was shallow and ranged from 1.8mm on the left coronary cusp (lcc), 1.9mm on the non-coronary cusp (ncc), to 2.9mm on the right coronary cusp (rcc). Possible pannus/thrombus was seen inside transcatheter aortic valve (tav) frame near ncc-rcc. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated/corrected data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated the implant depth of the valve via aortography was 2 millimeters (mm) on the non-coronary sinus and 5 mm on the left coronary sinus. The patient had baseline low hemoglobin which measured 11.2 grams per deciliter (g/dl). Aspirin was started the day following the valve implant. At the 30-day visit following the valve implant the mean gradient measured 9.6 millimeters of mercury (mm hg) per doppler. The physician reported the pulmonary embolism was unrelated to the medtronic products or procedure. The chronic lung disease may have been a contributing factor. The pulmonary embolism event had not yet resolved.